Event description:
Reporter received recall letter in the mail regarding infusion sets. She has experienced results of hyperglycemia on 4 different occasions. With the same infusion set she reports her blood sugar reached 502mg/dl while riding the bus and needed to be dropped off at the emergency room for high test results. She gave herself multiple doses of insulin but her blood sugar did not drop. Small amount of ketones were found in her blood. After 2 hours of being in the hospital, her blood sugar eventually dropped without insulin and she was discharged. She changed her infusion set and found her blood sugar to be normal. Yesterday, using the same lot, she experienced blood sugar of 348mg/dl and took 7 units of insulin for her blood sugar to drop to 328 mg/dl. She has contacted the manufacturer and they will send her new infusion sets.